Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who was onsite. The rse agreed to dispatch a technical consultant (tc) to resolve the issue. The customer could not confirm with the tc if there was a speaker inoperative message present. Also, the customer was unable to answer how long sound had not been working for the central station. The tc plugged the speaker back in and sound was audible before continuing with system setup. No further investigation or action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the patient information center ix indicating no sound was detected during system setup. The device was in use on patient at time of event, there was no adverse event reported.